Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 215 mg/dl at the time of the incident. The customer stated that they are unable to rewind the insulin pump when they change the infusion set. They also reported a no delivery alarm. Troubleshooting was provided. The customer reported being stuck in the bolus delivery loop making the insulin pump unusable. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No prime or fill anomaly, rewind anomaly, drive or motor anomaly, motor error alarm, low battery alarm, battery out limit alarm, failed battery test alarm, unexpected insulin pump reset or history anomaly noted during testing. The motor was tested outside of the device and passed. Device had minor scratched display window, scratched case, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).